Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that yesterday blood glucose value was 600mg/dl, got it down but this morning it was 481mg/dl. Customer changed infusion set yesterday and went to bed with a blood glucose level of 258mg/dl. Customer corrected with pump. Customer reported that they contacted their healthcare professional regarding the high blood glucose value. Customer also reported about the air bubbles during the therapy. Insulin pump will not be returned for analysis.